Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc). It was also observed that this patient exhibited asystole. Reprograming was performed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem to add additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc). It was also observed that this patient exhibited asystole. Reprograming was performed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. When asked to confirmed observations, the field representative confirmed the was no loss of capture (loc), however, premature ventricular contraction (pvc) were falling into blanking. Reprogramming was provided to increase patient's lower rate limit and shorten delays related to functional undersensing. No adverse patient effects were reported.